Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was initially received from a consumer regarding a patient that was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported there was a problem with recharging, there were coupling and or communication issues. The ins was loose in the pocket. The patient lost weight and gained weight back again due to medication. During the report the patient put the recharger on again, and received all 8 boxes shaded and was recharging fully. Additional information reported that the ins would move ¿any which way¿ whenever the patient would move, resulting in the device stopped charging. The device would never hold a full charge. The event date was unknown. It was unknown if any troubleshooting/diagnostics/actions were performed. The outcome of the event was unknown. No further complications were reported or anticipated.